Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while off of insulin pump therapy due to having lost the pump¿s battery cap; the pump would not operate without the battery cap in place. The patient was reportedly hospitalized due to being off the pump and having poor control of blood glucose while on a back-up plan with using multiple daily injections. Blood glucose measurements were not reported. This complaint is being reported because the patient experienced a serious injury while off the insulin pump. Animas customer support identified this issue as involving use error.